Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with implantation of a 375cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient stated she was experiencing issues. No further information was provided. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. Refer to manufacturing report number 1645337-2022-06585 for the contralateral event.

Manufacturer narrative:
On september 30, 2022, mentor became aware that information was inadvertently omitted from the first follow-up report. It was reported that the patient reported attempted suicide. As such, suicidal ideation was added. Manufacturer¿s reference number: (B)(4) in the follow-up report, the patient reported she attempted suicide. As such h6 health effect - clinical code: suicidal ideation (e0205) was added.

Manufacturer narrative:
On january 12, 2023, mentor received additional information. The patient reported an updated explantation date of (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 10, 2022, mentor received additional information. The patient's age, race, and ethnicity were provided as 38, white, and not hispanic/latino. A date of event and explantation was provided as may 23, 2007, and (B)(6) 2022, respectively. The patient underwent bilateral removal without replacement. The patient was implanted with the suspect medical devices for the purpose of a primary breast augmentation surgery. Mentor was notified that the information regarding the complication associated with this file was also submitted to the food and drug administration. The appropriate field has been updated. The patient provided information regarding the issues she was experiencing. She was diagnosed with fibromyalgia. In addition to the autoimmune diagnosis she experienced; bilateral breast pain, left flank pain, abdominal distention, bloating, cough/bronchitis, pelvic floor drop/paralysis, weight gain, urine incontinence, clear fecal leakage/discharge, chronic urinary tract infections, tinnitus, chronic fatigue, no libido, chronic inflammation, chronic muscle pain & weakness, neuropathy, non-alcoholic fatty liver disease, abnormal hair growth, hair loss, changes in hair color, gastroesophageal reflux disease, frontal headaches, brain fog, memory loss, left eye vision decreased, leg numbness, gait change, chronic body odor, vertigo, poor skin healing, appendectomy, sleep apnea, skin lesions, sores, bad breathe, metallic taste, thirst, multiple cavities, premature aging, wrinkles, anxiety depression, and attempted suicide. Manufacturer¿s reference number: (B)(4).